Event description:
Baxter foreign affiliate reported the home pt (hp) was overfilled while using the homechoice cycler for automated peritoneal dialsyis therapy. Hp reported the homechoice cycler had "skipped" the initial drain and advanced into fill 1, although the initial drain alarm setpoint was 2,200 mls. Baxter foreign affiliate reported the homechoice cycler continued therapy and the hp drained out 3,461 mls during drain 1. Affiliate relates the hp was able to continue therapy with no further difficulties. The homechoice cycler was subsequently replaced. According to foreign affiliate, there was no pt injury or medical intervention.